Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy and paraesophageal hiatal hernia repair procedure, the staple line where a white sureform 60 reload was fired with a sureform 60 stapler instrument had missing staples. Some of the middle staples did not deploy in the firing sequence and it was observed that the stapler reload had a crack on it. In addition, the target tissue was not released immediately due to tissue sticking to staples that were not deployed. The tissue was released without issue. There were no error messages that occurred during the event. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. There was no bleeding observed. The surgeon oversewed the staple line due to not all of the staples deploying. There was no unexpected tissue removal. This event caused less than a 15 minute delay in the procedure. There were no photographs taken. The case was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the white sureform 60 reload involved with the reported event. Therefore, the cause of the customer reported failure mode cannot be determined. Isi received the sureform 60 stapler instrument and performed failure analysis. The instrument was fully functional. No product issue was identified. A review of the stapler logs revealed the following: a sureform 60 stapler instrument (part #480460-12, lot #k14240913-0645) was installed on the system 7 times and fired 7 reloads (2 blue, followed by 5 white). On each install, the first clamp was successful. On installs 1, 2, 4, and 6, the firings were completed with no pauses for compression. On installs 3, 5, and 7, the firings were completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.